Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4).

Event description:
It was reported the stent was partially deployed. A contralateral approach in the right femoral artery was used to gain access to the 100% stenosed, moderately tortuous, non calcified left superficial femoral artery (sfa). A 6french non bsc guide sheath and a .014 non bsc guidwire were placed in the lesion. Intravascular ultrasound (ivus) was performed with a non bsc device. After dilatation was performed with a 3x10 non bsc catheter the physician was implanting a 7 x 180 x 130 innova in the peripheral part of the sfa. It was noted it seems the shaft got stuck during the remaining 3cm of stent deployment and the pull grip was not working. When tried to pull the pullgrip by inserting it forcibly, the stent was able to be fully deployed. The physician implanted another innova (7x12) stent in the area right before the lesion and completed the procedure after post dilatation was performed using a 6x10 non bsc balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The shaft showed a kink at the nosecone. The middle shaft showed no bends. The inner liner was also kinked approximately 18cm from the tip. The pull handle was pulled to the maximum. The stent was not returned with the device. Quality and research engineering viewed the device and opened the handle to find additional damage. It was noticed that the proximal inner shaft was prolapsed. The inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00892. It was further reported that the target lesion was 6mm x 26mm. It was also reported a second innova stent was advanced to the target lesion to be implanted. During deployment it got stuck on the outer sheath and was unable to be deployed. Two more innova stents (7x150x130,7x120x130) were then implanted. Post dilatation was performed with a non bsc 5x150 balloon catheter.